Event description:
It was reported the right atrial (ra) lead exhibited high thresholds resulting in no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: p1501dr, implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID: 407652, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).